Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer states that she replaced battery after low battery alert and lost power and had no display. Troubleshooting was performed for blank display and noticed display did not return after pump restart. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.